Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an add'l procedure to remove scar tissue. The loss of range of motion is also reported.